Manufacturer narrative:
Concomitant medical product: 4092-52 lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds. High impedance was noted in bipolar and unipolar. No capture was observed even with maximum output. A fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.